Manufacturer narrative:
(B)(4). Upon return to boston scientific's quality assurance laboratory, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device was received at boston scientific's return producs department

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted tool marks on the casing and header. Additionally, there was bodily fluid contamination in the lead barrels. All of the seal plugs were intact and all of the set screws operated normally. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(6) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
Boston scientific received information that this clinic nurse contacted boston scientific's technical services (ts) to report that this device declared a code#1003 (voltage too low for projected remaining capacity). Ts was informed that the patient would be admitted into the hospital for device replacement. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident.

Event description:
--